Manufacturer narrative:
(B)(4) . The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4) . The identified "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The force sensor gasket, force sensor pusher, and downstream tubing guide were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 414 occurrences of "downstream occlusion " alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unk since these items were found during evaluation of the device.